Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, and the customer received a continuous glucose monitor error 42. There was no adverse impact to customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.